Event description:
Two events: [redacted] and [redacted]. [Redacted]: IV zosyn was mixed, the IV tubing was broken and unable to connect to the IV. The IV tubing was sequestered and new IV tubing was obtained. Luer lock connector was stuck. The nurse was unable to connect the IV tubing to the IV due to the connector/ luer lock being stuck. Ref unknown, lot unknown. [Redacted]: IV fluids were hung, the IV tubing was broken and unable to connect to the IV. The IV tubing was sequestered and new IV tubing was obtained. Luer lock connector was stuck. The nurse was unable to connect the IV tubing to the IV due to the connector/ luer lock being stuck. Ref 2c8537, lot r25h16147. Manufacturer response for IV tubing, set clearlink¿ gravity / pump 3 ports 10 drops / ml drip rate without filter 12 (per site reporter).